Event description:
The facility's clinical nurse manager reported to baxter (B)(4) that a patient was unable to receive their transfusion as blood was clotting in the set. This occurred after patient connection. There was patient involvement, but there are no reports of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, it does not have a us 510k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, this medwatch was found to be a duplicate of 6000001-2012-08640.